Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 3 years due to severe mitral regurgitation, secondary to dehiscence. Per the healthcare provider, this event was due to patient and procedural related factors and not a device malfunction. According to the op report, preop transesophageal echocardiogram demonstrated that a significant portion of the posterior aspect of the annuloplasty ring had dehisced. This was infact true during explantation of the ring. The patient's mitral valve was then replaced with an edwards bioprosthetic valve. The patient tolerated the procedure well.

Manufacturer narrative:
Ring dehiscence. Additional manufacturer narrative: the causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, there was dehiscence of the annuloplasty ring. Ring or valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair or prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. The healthcare provider has indicated that this event was due to patient and procedural related factors and not a device malfunction. No further actions are possible with the available information.